Event description:
Customer reported a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. Customer was informed that they would receive a pump with updated software and was instructed to put the current pump into storage mode before returning it. Technical support confirmed the shipping address and provided instructions for returning the pump via ups, including using a pre-paid label. Customer acknowledged understanding these instructions and was advised to transfer their current settings and connect their continuous glucose monitor to the replacement pump.